Manufacturer narrative:
H.10: based on previous investigation on similar cases, the most likely root cause of the reported issue is a defective compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A replacement device was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool below 20°c during procedure on both patient and cardioplegia side. There was no report of patient injury.